Event description:
It was reported that during an endoscopic vein harvesting procedure, the port leaked. Another device was used to complete the procedure. No patient effect has been reported. On 5/11/2007, hospital provided additional information regarding the failure mode, stating that the leak was in the dissection cone, not in the port. Fluid leaked into the dissection cone prevented adequate visualization.

Manufacturer narrative:
Investigation details: the investigation was completed, the results of testing showed no water leakage inside of dissection cone; complaint not confirmed. The lhr review was completed, and there was no nonconformance found related to the complaint.